Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, eval of the returned device revealed an MDR-reportable malfunction. This MFR report is being submitted based on the eval results. It was reported to boston scientific corp that a polaris ultra ureteral stent was used during a stenting procedure. According to the complainant, after the placement of the guidewire and stent, the operator was unable to remove the guidewire from stent due to resistance. The stent and guidewire were removed together from the pt. The proximal pigtail was found to have the shape of an accordion, possibly caused by the operator. Also, the distal pigtail was described as "damaged [possibly] indicating contact during procedure". The procedure was completed with another polaris ultra ureteral stent. The condition of the pt following the procedure was reported as "good".

Manufacturer narrative:
The device was rec'd for visual and functional analysis. A visual eval of the returned device found that the stent was damaged at both ends. The distal end of the stent had a 2 millimeter tear in a jagged "v" shape. The tear was most likely due to interaction with the guidewire. Approx 5.5 centimeters of the proximal end was buckled. The proximal end appeared to have been buckled due to force exerted by the operator distally on the stent and force from resistance of the device either from the guidewire or the pt's anatomy proximally on the stent. When the device buckled, it cinched on the guidewire preventing the guidewire to be withdrawn. It was determined that the most probable root cause classification for this incident is operational context. (B) (4).